Event description:
The report received from the database indicated that the patient was included in the database and had a total of two cypher select plus stents implanted during the index procedure. One month after the index procedure, a telephone contact during the follow-up period revealed the patient was asymptomatic. Approximately five (5) weeks after the index procedure, the patient was reported to have left home in perfect condition and was found dead beside his car one-half hour later. No autopsy was done. No additional information is available.

Manufacturer narrative:
The indication for the elective index procedure was not provided. The patient was reported to have three (3) vessel coronary disease. Two (2) lesions were treated during the index procedure. A staged procedure was planned due to contrast load. Lesion #1-1: the target lesion was a saphenous vein graft (svg) distal anastamosis to the obtuse marginal (om) branch. The lesion was reported to be: de novo, vessel diameter of 3.0, 15 mm in length, not ostial/totally occluded, moderately tortuous angulation greater than/equal to forty-five degrees (45 degrees), irregular, eccentric, little or no calcium, thrombus present, and type c. The lesion was pre-dilated with a 3.0 x 20 mm balloon at 8 atm. A cypher select plus 3.0 x 18 mm stent was implanted at 10 atm. A sub-optimal result was achieved. The stent was post-dilated with a 3.0 x 20 mm balloon at 16 atm due to incomplete expansion and insufficient flow. There were no procedural complications reported. The flow pre-procedure was timi 2 and post-procedure timi 3. Lesion #1-2: the target lesion was a svg to the om branch. The target lesion was reported to be: ostial, 3.5 mm vessel diameter, 12 mm lesion length, de novo, not a bifurcation/total occlusion, smooth, no angulation, a readily accessible proximal segment, eccentric, little or no calcium, absent of thrombus, and type b1. The lesion was not pre-dilated. A cypher select plus stent was implanted at 12 atm. A satisfactory result was obtained. The stent was not post-dilated. The flow pre and post-procedure was timi 3. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for eval and testing. A male pt with a history of CABG, hypertension, hyperlipidemia, smoking, diabetes, previous mi and moderate to severe renal disease expired post cypher stent implantation. The reason for the patient's initial admission to hospital was not reported; but an elective angiogram revealed an lvef of 30-50% and lesions in his svg to omb. This patient's extensive history puts him at increased risk for mace. Intra procedural medications included asa, plavix, low molecular weight heparin and reopro. The performance or recording of acts was not reported. The distal anastomosis of the svg to omg was described as de novo, type c, 99% occluded, 3mm in diameter, 15mm in length, timi flow of 2, moderately tortuous, irregular, eccentric angulated, with little to calcification and with thrombus present. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was pre-dilated prior to the placement of a 3.00 x 18mm cypher stent at a maximum inflation pressure of 10atm. According to the IFU, this is below the nominal pressure for the deployment of a cypher stent. The stent was then post-dilated for a resultant timi flow of 3 and a residual stenosis of 10%. The ostium of the svg to omg was described as de novo, type b1, 60% occluded, 3.5mm in diameter, 12mm in length, eccentric and with little or no calcification present. The lesion was pre-dilated prior to the placement of a 3.50 x 18mm cypher stent at a maximum inflation pressure of 12atm. The treatment of this lesion was completed with a resultant timi flow of 3 and a residual stenosis of 0%. The pt was discharged two days later on medications that included asa and plavix. One month after the index procedure, the pt was asymptomatic. Six days later, the patient expired of an unknown cause. It is not known if any autopsy was performed. The products remain implanted in the patient and are thus not available for evaluation. DHR reviews could not be performed since the lot numbers were not provided. Without an actual cause of death or the definitive results of a repeat angiogram or that of an autopsy, it is not possible to draw a conclusion about a relationship between the device and the event. There are patient, vessel and procedural factors that may have contributed to this event. CAPA has been opened to address late and very late thrombotic events associated with cypher stents. This is one of two products used during the same procedure. Please reference MFR. Report #9616099-2007-01000 and 9616099-2007-01001. Please note that this is the initial/final report for this product.